Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a few days post implant the patient had diaphragmatic stimulation. The lead was repositioned.